Event description:
Two days following succesful implant of the excluder bifurcated endoprosthesis device for repair of an abdominal aortic aneurysm, a type 1 endoleak was detected on CT scan. Five days later, the returned and the endoleak was interventionally repaired by implanting an aortic extender. At the end of this procedure, the type 1 endoleak was resolved, however, a small type 2 endoleak coming from either the ima or the lumbar artery was seen. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the excluder devices implanted.